Event description:
It is reported by the site that the pt was revised due to a fracture of the high femoral shaft.

Manufacturer narrative:
Eval summary: the femoral stem was not returned for eval therefore the condition of the device is unk. It is not know whether the stem was implanted as per surgical technique. Surgical notes from the primary surgery and any subsequent surgeries were not provided. No x-rays were returned therefore the fit and orientation of the stem is unk. Pt factors that may affect the performance of the components such as activity level, type of activity, rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Time in vivo was approx 5 months. Based on the above info and observations, one or a combination of the following events may have caused the stem to fracture: incorrect stem/rasp relationship; implanted stem incorrect size for pt anatomy; stem was implanted in rotational mal-alignment or excessively varus/valgus; pt factors such as activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. However, the exact cause of this situation cannot be determined with certainty at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.